Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a conduction system pacing (csp) implant procedure. During the procedure, it was noted that the helix of the low voltage lead was distorted due to the thickness of the septum, resulting in lead damage. A new lead was introduced and the same issue occurred. Both of the leads were not used. The patient was discharged following the procedure.

Manufacturer narrative:
Correction: manufacturing report 2017865-2026-01349, should not have been reported as a medical device report (MDR) as the reported lead was not manufactured by abbott.